Event description:
Additional information reveals that this patient underwent a revision procedure and this lead was surgically capped and abandoned. The patient stated that the lead was stuck and unable to be removed. No further information has been made available.

Event description:
Additional information was provided, our field representative spoke with the patient's physician who stated that this patient has a single chamber atrial device. The ra lead's pacing impedances are greater than 2,000 ohms, there is no capture or sensing being exhibited. The patient does not have insurance and is non-complaint. No surgical intervention has been performed at this time by the patient's physician. The patient may seek medical advice from a county hospital. To date, no further information has been made available.

Event description:
Boston scientific received information that this right atrial (ra) lead fractured. It was reported that the patient had been admitted into the hospital due to a syncopal event. The lead exhibited pacing impedances greater than 2,500 ohms and loss of capture. The patient was to undergo a revision procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.